Event description:
Customer was using the atec 1212-20 handpiece (lot 611015) during an ultrasound procedure. When trying to disengage the needle from the handpiece, the doctor pierced himself with the trochar tip of the needle.